Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 310 mg/dl. The customer stated that she had been experiencing high blood glucose levels for the past 24 hours. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she and her doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.